Event description:
It was reported the pt presented to the emergency room due to shocks after the device went into backup vvi. The device was not pacing due to slow tachyarrhythmia. Downloaded a device code and the device was functioning normally. The physician decided to keep the device turned off for the pts sake. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.